Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to hyperglycemia. The time and date was unknown at the time of hospitalization. The customer¿s blood glucose level was unknown at time of incident. The device will not be returned for analysis.